Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory via device image. The device was tested on the bench and excessive current flow into the hybrid was noted. The excessive current was traced to an anomalous component on the hybrid. The cause of the premature battery depletion was due to an anomalous component on the hybrid.